Event description:
It was reported that a half day infusor was observed to have particulate matter inside the reservoir. The unit was filled with desferrioxamine. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 24, 2014 to september 26, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed a white particle approximately 0.84 mm in length, floating in the reservoir of the device. Fourier transform infrared spectroscopy revealed that the particle was made of polyester. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.